Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, once daily, intraperitoneal, discontinued after 1 day) and injection amikacin (100mg, stat, intraperitoneal, discontinued after 1 day). The following day the patient was treated with injection amikacin (50mg, once daily, intraperitoneal, discontinued) and injection meropenem (500mg, once daily, intraperitoneal, ongoing) for peritonitis. It was reported that on an unknown date the patient was recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was done. No additional information is available.